Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified the drill bit stuck on an unknown plate and the tip is worn off and the flutes and cutting edges show significant wear. No additional damage was noted. Functional test: functional testing could not be performed due to bit being seized on the plate. Dimensional inspection: midshaft ø. Measured dimensions: inner ø: nonconforming. Nonconformance could be due to the damaged condition of the instrument. Document specification: based on the review of the drawings, no design issues contributing to relevant complaint condition were identified. Review of the device history record could not be done because the lot number could not be identified due to worn condition of the instrument. Conclusion: the complaint condition of is confirmed. No new issues were identified on the remaining portions of the device. Although a root cause could not be definitely determined, given the unknown circumstances, it is probable that an unintended force during usage/ handling or rough handling in the field contributed to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procodes: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon pre drilled pins (screws) with a 3.2mm drill bit. The drill bit got stuck in the second hole. We used the cutting guide as planned and there was no delay to the case. There was no surgical delay. Procedure and patient outcome were unknown. Concomitant device reported: unknown trauma screws (part# unknown; lot# unknown; quantity 1). This complaint involves one (1) device.